Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was successfully implanted. The patient was discharged on enoxaparin. At an unknown time, a thrombus was found and the patient continued with enoxaparin. The thrombus disappeared and the patient was under clopidogrel. During another follow up, a mobile device related thrombus appeared again on the top of the closure device near the screw. The physician was uncertain about which medication to give the patient due to history of bleeding. No further information was provided at the time of this report.